Manufacturer narrative:
The evaluation confirmed that the ptfe pad severely wore. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating (including afer the tissue separated), the ptfe pad severely wears. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, some error displayed and the output stopped. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instructions manual is cited below.

Event description:
Hold for ljfwhen the physician used the subject device to cut a thin tissue such as a falciform ligament during an open left lobectomy, the ptfe pad was damaged in the act of activating seal and cut output. The device was replaced with a similar device and the procedure was completed. There was no pt harm reported.